Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "leaking, collapsing, and rippling". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6. Healthcare professional reported "right side exchange with no complaint against the device". This report is no longer considered reportable to the FDA.

Event description:
Later, healthcare professional reported "right side exchange with no complaint against the device". The device has been explanted and replaced. This report is no longer considered reportable to the FDA.